Event description:
Customer suffered an infectious corneal ulcer in their right eye associated with focus dailies. They had first experienced mild pain when removing their lens on 28th january 2003. The pain worsen overnight and she visited a dr (date unspecified.) 4 days later they were hospitalized. The primary diagnosis made by the hospital was suppurative keratitis due to a 5mm x 5mm corneal ulcer and 8mm x 8mm abscess in the pt's right eye. Pseudomonas aeruginosa was detected and intensive antibiotic therapy (gentamicin, cephalexin, tobramycin) was initiated followed by slow introduction of tipocal steroids, and oral-prednisolone. The pt has an amniotic membrane graft. A follow-up examination re-epithelialisation was reported and the topical steroid therapy was increased. The pt was discharged from hosp with continuing antibiotic (topical gentamicin and tobramycin and oral doxycycline.) And (steroidal dexamethasone and hydrocortisone therapy.) They attended the hosp outpatient department for follow-up appointments. No details of the outcome of these examinations are supplied. Add'l info has been requested. No further info is available at this time.